Manufacturer narrative:
This lens was implanted using a non-validated injection system as well as utilized an off-label procedure (yamane technique). There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the off-label use of the yamane technique caused this incident. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that a CT lucia 602 lens was implanted with an emerald injector and fixated to the sclera using the yamane technique. The lens was not centered so the surgeon replaced it with a new lens. No patient injury was reported.